Event description:
Meter isn't turning on. I asked the customer to press the reset, press and hold the "m" button for 6-7 seconds. Customer completed this task twice, but nothing displayed on the screen. I asked for him to check to make sure the battery was placed in the device correctly, he stated + side is up.